Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Stryker orthopaedics is a distributor of this device, which is manufactured by aap. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2014 the patient underwent a left sided total knee arthroplasty using simplex hv bone cement and triathlon knee system. It is further alleged that on (B)(6) 2016 he had to undergo a revision surgery due to aseptic loosening of the tibial component.